Manufacturer narrative:
Product showed no unusual wear or damage considering its application and explantation process. Additional mdrs associated with this event: 3025141-2019-00389 follow up 1: plate; 3025141-2019-00475: screw 2; 3025141-2019-00476: screw 3; 3025141-2019-00477: screw 4; 3025141-2019-00478: screw 5; 3025141-2019-00479: screw 6; 3025141-2019-00480: screw 7; 3025141-2019-00481: screw 8; 3025141-2019-00482: screw 9; 3025141-2019-00483: screw 10; 3025141-2019-00484: screw 11.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2019-00389: plate.

Event description:
A distal clavicle plate was implanted in the patient. At some point post op, the plate broke and the patient felt pain. The broken plate was removed and a new plate implanted, using the same screw holes.